Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose of the customer is 100 mg/dl. The customer's other blood glucose level was 120 mg/dl. Customer treated with insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer performed the displacement test and was able to passed the test. The insulin pump will not be returned for analysis.